Event description:
It was reported that the patient started using a silent nite with gl hinge appliance on (B)(6) 2024 through (B)(6) 2024. Patient reports waking up, and screws on appliance were loose. No reports on how the device was being cleaned or maintained. There was no report of patient harm or injury. A remake of the device was provided. No other issues reported.

Manufacturer narrative:
As of the date of this report, the device has not been received. However, it was reported to be available for analysis. The lot number and manufacturing date of the device is unknow at this time. Once the device is received and the investigation is completed a supplemental report will be submitted. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device was evaluated, the investigation has been completed and the results are as follows: DHR results: the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: the reported product has not been returned to the complaint handling team to date therefore an analysis of the physical product could not be performed. Root cause description: based on the complaint description, a definitive root cause could not be established; however, it is plausible that the appliance failure resulted from normal wear and use over time. Additional information: d9. The manufacturer internal reference number is: (B)(4).